Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11 visual examination of the returned product identified that the juggerstitch has been cycled 2 times. There were no sutures or anchors returned with the juggerstitch and the flexible sleeve is at the tip of the needle. No scratches were noticed on the green tabs of the front end assembly and no flashing is seen on the inside portion of the black push button. Forwarded the black button several times with no issues. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign- japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery, the first anchor could not be pushed out. After re-penetrating the patient's meniscus, both the anchors were pushed out together. The surgeon felt that the black button was hard to forward as well. The anchors remain implanted. No adverse event has been reported as a result of the malfunction.